Event description:
The catheter was placed 10/3/97 for hyperalimentation. On 10/15/97, the catheter was found broken at the hub. The catheter was not being used at the time. The catheter was found to be patent and was removed without complications. The catheter tip was cut off for culture.